Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of "system fault 41622." Functional testing involved running a motor test. The reported issue was not duplicated during the investigation. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during testing a smiths medical cadd-solis vip ambulatory infusion pump displayed error codes "41622 - 411003." Per reporter, there was no patient involvement. No adverse effects were reported.